Event description:
It was reported that during a laparoscopic abdominoperineal resection procedure the top jaw was loose and a piece of the ptc broke off of the jaw and fell into the patient. It is not known if the piece was retrieved. After this the jaws would not close. He was in a very tight spot during the procedure and using it aggressively. This was near the end of the case and the surgeon then used cut, suture, and tie to close and complete the procedure. There was no patient consequence reported. The devices are returning for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.